Manufacturer narrative:
Investigation evaluation: device 1 - our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the device, a bend in the needle was observed. When the handle was manipulated in the advanced position with the needle adjuster on "8", a severe bend was observed in the distal end of the needle. The needle is bent from the distal end of the sheath to the distal end of the bevel. An additional bend in the needle was observed at 5.5 cm from the distal end of the sheath. A third bend was observed at 3.1 cm from the distal end of the proximal handle. A portion of the stylet wire was bent and hanging from the proximal end of the handle hub almost 1 cm. The bend in the stylet wire could have contributed to the user not being able to place the fiducials. An observation of the distal end of the needle shows one of the three fiducials returned prematurely deployed past the tip of the bevel. All three fiducials returned were in the needle. The handle was manipulated and the needle would advance and retract as intended. A functional test was performed using an olympus gf-uc160p ultrasound endoscope. The device was advanced down the endoscope and the handle was attached onto the biopsy port and the scope was placed in a torturous path. The handle was advanced with the needle adjuster at "8". The needle advanced outside the sheath as intended. Pressure was then applied to the stylet wire pushing it forward and two of the three fiducials deployed at the same time. The third fiducial would not deploy. Multiple attempts made to deploy the fiducial were unsuccessful. Device 2 - our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the device, a bend in the needle was observed. When the handle was manipulated in the advanced position with the needle adjuster on "8" there is a bend at 5.3 cm from the distal end of the sheath. Along with the bend in the needle, two additional bends were noted at 4.5 cm from the distal end of the proximal handle and at 57.5 cm from the distal end of the proximal handle. More than 2 cm of the stylet wire was hanging outside the handle hub at the proximal end with a bend in the stylet wire. The bend in the stylet wire could have contributed to the user not being able to place the fiducials. All four fiducials were still in the needle upon the return of the device. The handle was manipulated and the needle would advance and retract as intended. A functional test was performed using an olympus gf-uc160p ultrasound endoscope. The device was advanced down the endoscope and the handle was attached onto the biopsy port and the scope was placed in a torturous path. The handle was advanced with the needle adjuster at "8". The needle would not advance outside the sheath. After observing the handle it appeared the handle advanced but the needle did not. The needle has disconnected from the cannula hub that connects the needle to the handle. This disconnection would prevent the needle from advancing. Under visual magnification, adhesive appears to be on the distal end of the flla winged adapter that is attached to the cannula. The cannula and the stylet wire were held together for evaluation and pushed forward to deploy the fiducials. All but one fiducial would deploy. The fourth fiducial would not deploy. It is unknown if the amount of pressure applied to the device during use caused the needle to separate from the handle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus) procedure the physician used two (2) cook echotip ultra fiducial needles. They placed the needle in the mass, however, the fiducials would not go into the mass. When tried to retract and put back in, the needle would not work. No fiducials would come out of the needle. The physician wondered if the mass was too hard or if the endoscope was too torqued. The needle and catheter was noted to be bent when removed from the endoscope. When needle was tested after removal, the needle worked fine. They used two (2) needles and had the same difficulty with both. They opened and used a third needle to complete the procedure with no further complications." The devices were evaluated on 06/15/2017. There were severe bends found in the needles.